Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, the physician was unable to pass the stylet through lumen of the lead. After several attempts they physician decided to used another lead. Patient was discharged post procedure.